Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned two (2) loose 31gx6mm, 0.3ml bd insulin syringes. The customer also provided three (3) photos. Consumer reported several broken/unusable syringes. After reviewing the provided photos and syringes returned the following was observed: one syringe exhibited a separated needle hub/shield assembly (no damage to the barrel tip was observed). No damage to the thumb press or plunger rod of either returned syringe (thumb press was not missing). Samples will be forwarded to manufacturing (holdrege) on 15apr2020 for further review. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (thumb press missing). Root cause description: on 15 apr 2020, holdrege received complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the needle assembly. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that hub separation and broken syringes were found before use with syringes 0.3ml 31ga 6mm half unit. The following information was provided by the initial reporter, "per customer email: hi, I hope this is the correct contact. Over the years, I've received several broken/unusable syringes. I'm not sure why this happens? Do you want to be notified of this? It's not always the same issue. Per customer response: thanks for getting back to me. Someone told me to email (B)(6) and I never received a response. Throughout my over 20 years of using syringes, I guess I never thought to contact you regarding any issues. Please see example bag of syringes I've had issues with. I no longer have the exact bag or box from the broken syringe, but I do still have the 2 actual broken syringes I can send to you. I don't believe I have the material or lot number. Another issue I've had, once taking off the bottom plastic cap, the bottom plunger part was missing that is used to pull the plunger out of the barrel. There was no way to get the plunger out of the barrel, so the syringe was not able to be used. I no longer have any examples of this. The first time I discovered the issue with the broken syringe that was around (B)(6) 2020 and the 2nd time was around (B)(6) 2020, so I know they did not come from the same bag or box. Yes, I have 2 physical examples of a broken syringe per customer response on 4/1/2020: yes, I'm having issues with the exact type of syringes from the bag pictured. My broken syringes are not from the same exact bag/box though (the bag I sent in the photos is not opened yet). I've been using these syringes for many years now (with the half markings). In the past, several years ago, I've used 50 unit syringes, syringes without half unit markings, and longer needles (before the shortest ones were made). Per customer response on 4/2/2020: great, thank you. Any day will work. It has been so long since I've used 50 unit syringes, so I cannot think of any issues I've had with them. Thank you for all your help with this as well!" 1 of 2 complaints.